Event description:
Caller reports discrepant results on the device. No patient information given. Caller states that the patient tested 2.9 inr and 4.0 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, caller states the strips are unavailable for return.

Manufacturer narrative:
No patient information provided.